Event description:
Per the clinic, the patient experienced intermittencies, poor sound quality and subsequent loss of connection to the internal device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another device from a different manufacturer during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.